Event description:
Upon starting IV, tech noticed there was 'leaking' with the saline flush coming from where the catheter meets the pink hub of the IV. Continual leaking was witnessed as saline was flushed through. IV had to be removed and a new one started.